Manufacturer narrative:
On 6/5/2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor also became aware that patient code, 1994, for breast pain was erroneously excluded in the initial report. Reason for device explant and/or reoperation: rupture, breast pain manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, suffered left side rupture and burning sensation and bilateral breast pain post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with two non-mentor (allergan) implants. Mentor also became aware that the patient was also diagnosed with right axillary lymph node. On 7/19/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, the product investigation was completed. Device investigation summary: during analysis of the sample was found rupture and received in two parts. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. The crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).